Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been around 400 mg/dl and 410 mg/dl for the last 6 hours. Customer stated that he has given himself a shot. Customer's blood glucose was 470 mg/dl at the time of the incident. Customer's current blood glucose is 370 mg/dl. Customer stated that his left foot was killing him. Customer stated that he has not contacted his health care professional regarding the unexplained high blood glucose. Troubleshooting was performed and customer stated that the pump passed the high pressure test. Customer stated that he took the infusion set out of his body and it did not look occluded with blood and was not bent. Customer was advised to do a complete set change. Customer was advised to monitor the issue.